Event description:
It was reported that the patient had three leads and only one lead was working out of the three. The patient had been discussing lead options with his healthcare provider (hcp). His hcp had told him a few years ago, he did not remember the date, that his leads were not working. The pain medication was ridiculous to keep taking and the stimulation was the only thing that really worked. The implantable neurostimulator (ins) helped but only 1 of the connection worked. The patient had not recently seen the hcp; he was just following up on what was done a few years ago. He was seen in hematology for something else that was not related to the device. It was noted that a neurosurgeon originally messed up when he did a fusion lumbar laminectomy and now the patient had severe distal pain neuropathy and that was the reason for getting the stimulation therapy in the first place. The neurosurgeon had said he slipped and f ell but another doctor said maybe if he feel from an 80 story building he could have sustained the injuries the other doctor did to him. The patient reviewed after 250k cap off and he was in critical care for 22 days after 6 hours of surgery for the rods and screws that went into his lumbar area. It looked like ¿its amputee, my left ankle¿ I walk like I¿m disabled.¿ the patient had gone into the hospital (B)(6) 2008 for a fusion and laminectomy of l3, l4, l5, and s1. It was later reported that ¿I gotta do something. I know this is old and got a paddle I think. They¿ve come a long way since 5 years ago.¿ the patient would get out of bed and he could hardly walk. There was pain from where they put it in, down his right side, his leg. This had been going on for a long time and he just dealt with it. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-75,serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).